Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous antebrachial artery. A 4f introducer sheath and a non-bsc guide wire was advanced followed by a 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter to treat the target lesion. Upon second inflation at 14 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous antebrachial artery. A 4f introducer sheath and a non-bsc guide wire was advanced followed by a 6.0 mm x 40 mm x 80 cm (4f) sterling balloon catheter to treat the target lesion. Upon second inflation at 14 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.